Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that while in radical hysterectomy surgery, system gave an "endoscope communication error" and immediately after the image flipped on its own in the original position and the error cleared on its own. Surgeon had to flip the image back in order to go back to the view surgeon was using before the error occurred. It was also reported that at the end of the procedure, after turning off the system, the operating room team interface (orti) displayed a screen with password requested. Start-up specialist (sus) turned off the lower uninterrupted power supply (ups) to completely shut down the system, the password screen was cleared, then turned on the lower ups and the system booted up on itself without using the power button. The patient was under anesthesia and in the operating room (or) when the issue occurred. No patient injury was reported. There was 1 minute delay in the procedure. No negative impact in state of health reported.

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: based on the customer's description of the error, our own experience and the investigation of other complaints with similar error patterns, the most likely cause could be a component problem in an accessory device. However, no information is available about other devices used. Regarding the tipcam itself, we were informed from the customer, that it is still in use. This suggests that the product can still be used as intended and is free of defects. The event is filed under internal karl storz complaint ID: (B)(4).